Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the tissue pad returning with the device or was it disposed of? Sorry, we don¿t have the information.

Event description:
It has been reported that during an unknown procedure, the tissue pad detached from the clamp arm and fall off into the patient. The missing piece was retrieve and the procedure was completed by another device. No harm to the patient.